Manufacturer narrative:
H3: product analysis did not confirm the reported issue. However there was broken mute probe jack on the eic board and the upper enclosure was damaged. H6: previously applied code of imdrf annex b: b17, annex c: c20, annex d: d16 and annex g: g02030 are no longer applicable. Previously applied code of imdrf annex g: g02030 is no longer applicable. Imdrf annex d: d1102 is also applicable for product ID: nim4cpb1, serial/lot #: (B)(6) h3: device analysis for product ID: nim4cpb1, serial/lot #: (B)(6) confirmed the reported issue, the pi causes an error message when connected via wired or wireless connections. The main board was identified as the source of the errors. Additionally, the upper e nclosure was marked, and the bottom enclosure was both marked and damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up, the nim vital system had failed wireless connection. Procedure was completed using another nim system. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Additional code of img g02005 is applicable to product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up, the nim vital system had failed wireless connection. Procedure was completed using another nim system. There was no patient impact.